Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm anomalies noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was 74 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and the alarm recurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.